Event description:
Rep reported that the devices were revised as the pt has an infection. The surgeon will implant a new device once the infection has cleared up. (B) (4). It has been communicated that the pt sustained a second infection.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.